Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device) was confirmed. As received, the response buttons were intermittent. Upon evaluation, the rear response button cable was cut. The cause of the inability to activate the device is the damaged cable. The root cause of the damaged cable was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.